Manufacturer narrative:
The event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request. Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual and functional evaluation of the instrument found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a thoraco / lobectomy procedure. The first firing with the manual stapling handle was successful. For the second firing, connected a new reload to the handle. The surgeon clamped the tissue, pushed the green button and tried to fire the device. However, the jaws were opened. Tried to fire again, however, the same event occurred. Replaced by a new handle and a new reload and the firing was completed with no problem. The lung was fragile but was not thick or hard. The surgical time was extended by less than thirty minutes. There was no patient harm. The status of the patient is no problem.